Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages was confirmed). As received, the belt failed incoming testing. Upon evaluation, there was an open pulse wire in the cable connecting the distribution node (dn) and ECG electrode b. The cause of the check belt messages is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. An investigation into the root cause of damaged cable/wire is underway. No adverse event resulted from the open wire. The patient was issued a replacement electrode belt.

Event description:
A patient service representative (psr) visiting a (B)(6) female patient contacted zoll customer support to report constant check therapy pad messages. The patient was issued a replacement electrode belt.